Event description:
It was reported that pump displayed malfunction alarm code 9, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on resetting pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm appeared again.